Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that a retrobutton was used for an acl repair procedure in (B)(6) 2012. A large cyst formed around the site of the retrobutton on the lateral cortex. The cyst and retrobutton were removed from the patient during a second surgery on (B)(6) 2015. The site was filled with flexigraft and stimublast. Patient bone quality was fair. Follow-up investigation: the patient had an nof (non-ossifying fybroma) in 2013 when x-rays were taken. Patient returned for follow up at least once per year to report knee pain but x-rays showed same results as previous x-rays until (B)(6) 2015 when the nof showed signs of enlarging. MRI was taken a week after this x-ray and it showed a large cyst formation around the retrobutton. Patient has no known allergies and is not lactose intolerant. Cultures were taken and results are as follows: bone lesion: comprised of bland cellular fibroblast-like cells. Cortical bone with spindle cell lesions. The retrobutton was discarded by the facility. No pictures were taken.